Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 (mg/dl). Glucose tablets were consumed to address bg levels. Reportedly, the pump's basal rate settings required adjustment and were believed to have contributed to the customer's low bg level. The customer's health care provider was contacted and the pump's basal rate settings were adjusted.